Manufacturer narrative:
(B)(4).

Event description:
The patient reported via the manufacturer representative that the patient's device was not charging like usual. It was determined that the patient's last recharge session was sometime in (B)(6). Troubleshooting was attempted; however, it became suspected that the device was overdischarged. The manufacturer representative met with the patient later in the day and confirmed the overdischarge. Troubleshooting included attempting regular charge mode, used antenna locator, and then two physician recharge mode sessions were attempted. After the second session, the device began to recharge in normal charge mode. The patient was instructed to charge the battery to at least 50% that day and to maintain charge until the next day when the representative could read the device with the clinician programmer to clear the power on reset (por). The patient did not follow the instructions and the device went into overdischarge again. The patient is not able to use the device at this time due to the overdischarged state, so the patient's normal leg pain symptoms have returned. The cause of the reported event was due to the patient not charging the battery as recommended. The patient was to schedule a visit with the health care professional to discuss potential replacement of the device. Follow-up is being conducted to determine steps take to resolve the reported issue. If received, a supplemental report will be submitted. Indication for use included spinal pain and chronic low back pain.